Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: ng, inratio2: 2.7, lab: 1.9. Date: ng, inratio2: 2.7, lab: 1.9. Caller did not know dates of tests, but reported that they were done approximately one week apart and results were the same. Date of event left as date received by manufacturer.

Manufacturer narrative:
Investigation pending.